Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not infuse while connected to a baxter primary set. The setup was being used with a baxter infusion pump. The customer stated that the issue was resolved by piercing the vent with a needle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.